Event description:
Device 4 of 6. Ref MFR reports: 1627487-2012-11004, 11005, 11006, 11008 and 11009. The pt received two extensions with the same lot number and four leads with different lot numbers. It was reported the pt had partial coverage of his pain pattern. The sjm rep determined there were some high impedance contacts with the leads. The physician decided to replace the two percutaneous and two peripheral leads (off-label use) with a surgical lead. During the procedure the physician replaced the entire system. The ipg was placed because the physician felt he had pulled hard to disconnect the leads and replaced the ipg as a precaution. A new surgical lead and new ipg replaced the existing system. It was reported the pt had stimulation in the desired areas postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.